Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries ; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2014: the patient had unsecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time.the patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15 february 2011) is considered to be the best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d1, d3, d4 (product catalog no., corporate lot no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. (B)(6) 2014: the patient had unsecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011. Patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix kugel patch. Per op notes, ¿a large ventral hernia was identified underneath the umbilicus. The hernia sac was reduced. A composix kugel patch was placed and secured using sutures.¿ (B)(6) 2014. Patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with excision of composix kugel patch and implant of synthetic mesh. Per op notes, ¿the hernia defect was just above the right side of the old mesh. The hernia sac was excised. The old mesh was excised entirely. The hernia defect was repaired using synthetic mesh and sutured.¿